Event description:
Information was received from health care provider manufacturing representative regarding a patient undergonel1 balloon kyphoplasty th11,12 to percutaneous pedicle screw th11, l2 for osteoporotic compression fracture. The left th11 cement delivery guide tip could not be extracted after cement hardening; only the tip on the ventral side of the cement was used to break it, and then it was extracted using a needle-nose pliers. There was a delay of less than 60 minutes. No patient symptoms were reported/anticipated. No further complications were reported/anticipated. Additional information received that the cement leaked from fns tip. The details are unknown, but the cement leaked and could not be removed from the screw head. And there was no screw defect.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.